Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." H3 other text : device not returned

Event description:
It was reported that the customer administered a mealtime bolus but did not deliver enough insulin for the amount of carbohydrates consumed. The customer's blood glucose (bg) level subsequently rose to over 500 mg/dl. Customer gave a manual injection to address bg level. Reportedly, customer continued to use the pump for insulin therapy.